Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump, and it was confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to reach out again if the issue reappears.